Event description:
It was reported that during an open gastrectomy, the device was not activated with the hand switch and it was activated without pressing the hand switch. The incident occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent.